Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the spike port was detached from the bag. The cause of the condition was not determined. A batch review was performed and found that during manufacturing, a leak test had failed due to the spike not being submerged in the proper amount of cyclohexane before application of the spike. All affected units were scrapped and the lot was released per procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 3000 ml eva tpn bag, the spike port was found to be detached from the bag. No additional information is available.